Event description:
Patient reports faulty cassette; lot number not provided. Patient mixed a new cassette and no issue now. No further info. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the cassette available to be returned for investigation? Yes. What is the outcome of the event? Resolved. Describe in detail any and all damage to the cassette: no damage has this incident happened within the past 6 months? No. Has this patient reported a pump malfunction within the past 6 months? No. Did we [MFR] replace product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved. Ongoing? No. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes. Reported to (B)(6) by pt/caregiver.